Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent was damaged. The procedure was completed with 3.5x38mm non-bsc stent. No patient complications were reported.